Manufacturer narrative:
H6. Result code: damaged foot-end cover due to contact with lift header screws. Foot-end cover sliced coil cable.

Event description:
It was reported by service report that the foot-end cover was dimpled, and the power sensor coil cable was damaged. There was patient involvement. However, no adverse consequences were reported.